Event description:
It was reported that while in use with patient, the silicone on underneath of tracheostomy tube split near attachment to hard plastic hub. An emergency tube change had to be undertaken immediately to prevent any harm from occurring. There was no patient harm reported.

Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection identified that the flange had a cut near the tube. Functional testing was not performed. Failure mode for breakage/cut was confirmed. Full root cause investigation for damaged flange/neck strap issues is in a CAPA is currently in effectiveness check phase. A device history record could not be completed as no lot number was received.